Manufacturer narrative:
Zoll medical corporation has not received the product for evaluation and this complaint is still under investigation.

Event description:
Complainant alleged that they were not able to seat the battery into the device. Complainant did not indicate that there was any patient involvement in the reported malfunction.

Manufacturer narrative:
The device was returned and the reported malfunction was duplicated. Evaluation of the device found a warped upper housing. This type of damage is consistent with an overheated battery; however the battery was not returned for evaluation. Analysis for reports of this type has not identified an increase in trend.